Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and failed. There were no fluid leaks in the test cassette during the ast. However, a grinding noise coming from motor b was encountered during the inspection. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. Fluid was also observed in the pneumatic lines during the inspection. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 02/13/2020. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during an unknown phase of pd treatment. Prior to discovery of the fluid leak, an air detected in cassette alarm had occurred. The patient was unable to bypass the alarm and had to cancel the treatment. When they opened the cassette door of the liberty select cycler, fluid leaked out. The patient could not locate the source of the leak. There was no reported damage identified on the cassette. The patient completed their treatment by performing a manual pd exchange. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed notifying their pd nurse of the fluid leak and subsequent cycler replacement. The patient received their replacement cycler and is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set that was in use at the time of the event was reportedly discarded and therefore unavailable to be returned for evaluation.